Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge was intermittently inaccurate. Additionally, the battery gauge was observed to be fluctuating intermittently. Customer's blood glucose reached 300-400 mg/dl. Customer continued to use the pump for insulin delivery.